Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on january 29, 2018 but was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on january 29, 2018. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: the patient had maxera cup ¿ fitmore hip stem implanted on (B)(6) 2012 and it was fractured on (B)(6) 2012 . Consequently the patient had to be revised on (B)(6) 2012 due to stem fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Root cause analysis: root cause determination using dfmea: - fracture of implant due to insufficient fatigue strength of material. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. - fracture of implant due to insufficient fatigue strength due to the design. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. - fracture of implant due to wrong indication (e.g. Surgical position, bone quality, etc.). => possible: no specific information was provided. Therefore, this point cannot be excluded. - fracture /damage /loosening of implant due to wrong behavior of the patient high patient activity patient disregards limits of the device. => possible: no specific patient information received. It is possible that a wrong patient behaviour caused the fracture. - fracture of implant due to general corrosion (crevice, pitting, galvanic). => possible: no devices returned for investigation. - malfunctioning of the device due to wrong handling of device due to unclear information. => possible: a wrong handling of te device can be the cause for the fracture. - fracture of implant due to impingment between cup and stem neck and/or luxation. => possible: as no surgical reports or x-rays were received this point cannot be excluded. - fracture of implant due to damaging of the stem during implantation. => possible: it can be possible that the stem was damaged during the implantation. Conclusion summary: the patient had maxera cup ¿ fitmore hip stem implanted on (B)(6) 2012 and it was fractured on (B)(6) 2012 . Consequently the patient had to be revised on (B)(6) 2012 due to stem fracture. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, there are several factors which may have contributed to the stem fracture: wrong patient behaviour, wrong handling of the device or due to unknown post-operative reasons. Based on the performed investigation and received information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a unknown fitmore hip stem on the left side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2012 due to stem fracture.